Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was treated for an iliac artery aneurysm post-surgical repair of an abdominal aortic aneurysm (using a non-gore tube graft). Significant calcification and tortuosity were observed. The gore excluder aaa contralateral leg endoprosthesis was advanced but the physician was unable to cannulate the contralateral gate of the gore excluder aaa trunk-ipsilateral leg endoprosthesis. An unplanned aorto-uni-iliac (aui) procedure was performed, followed by a femoral-to-femoral bypass. The pt was stable upon completion.